Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) canada alleging that a one touch ultra 2 meter read inaccurately. On (B)(6) 2012, the patient was contacted by lfs for follow-up information. The patient tests his blood glucose (bg) 4 times a day. He tests before meals and at bedtime. His usual pre-meal and pre-bedtime bg results are around "7.0 mmol/l." The patient takes "gluceca" and diamicron pills. He did not want to share dosage regimen for the pills. The patient also injects insulin toronto/novorapid (35 units) three times a day before meals. The toronto/novorapid insulin is adjusted 1 or 2 units up or down (usually down) depending on his results. He also injects fixed dose of 28 units of lantus insulin before bed. The patient indicated that the alleged issue had occurred 2 weeks earlier. On (B)(6) 2012, the patient stated that he got a pre-bedtime result in the "7.x or 8.x mmol/l" region. Four to four and half hours later, the patient claimed that he woke up shaking, trembling, and feeling weak. The patient claimed that he was trembling and shaking too much to be able to test his bg. During the follow-up contact with lfs on (B)(6) 2012, the patient recalled that the result of "7.x or 8.x mmol/l" result was obtained around 2:00-2:30 am. Around that same time, the patient mentioned that he was able to administer self-treatment by consuming bread with butter. He started feeling better 1 to 1.5 hours later. The symptoms abated around 4:00 am that same morning. The day before the low bg episode occurred, the patient admitted to having a "light dinner." He did not specify what time dinner was taken that evening. However, he mentioned that dinner is usually taken between 6:00-10:00 pm. The patient explained that f dinner is taken later in the evening, he eats a lighter dinner. The patient could not explain why the low bg symptoms occurred. The patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. However, the test strips yielded results outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 11/20/2012,meter- 12/6/2012.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.